Manufacturer narrative:
The customer was in communication with the blood tubing set vendor, medisystems. Medisystems informed the customer that the blood tubing set they were using was not approved for use with the meridian hemodialysis instrument. The customer contacted baxter with this info and baxter confirmed the issue. Baxter has worked with the customer to find the correct blood tubing set to meet the customer's needs. Baxter has also investigated the issue of customers using blood tubing sets that are not approved for use on the meridian. A result of the investigation was an important prod info letter sent to all meridian customers that included a matrix of all blood tubing sets approved use on the meridian.

Event description:
In 2004, baxter rec'd a user facility medwatch with the following description of the event: pt on hemodialysis machine with routine blood flow setting. After approx 2-3 hrs, blood leak alarm sounded. Rn checked alarm and noted approx 1-2 cm crack in pump segment of tubing. Dialysis stopped. Pt check. Vital signs stable. Tubing changed. Dialysis resumed. No problems noted. No sequelae.